Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting intermittent loss of atrial sensing. An invasive procedure was performed to evaluate the system. Fluid was noted in the header. The physician cleaned and dried the header and proper sensing and tracking were noted. The ipg remains implanted.